Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted . If there is any further relevant information from the review, a supplemental medwatch will be filed.

Event description:
Clinical trail: same case as MFR report#: 2134265-2009-02825 and report#: 2134265-2009-02826. It was reported that following a percutaneous coronary intervention (pci) stenting treatment procedure, the patient presented with angina and in stent restenosis. The index procedure treated the de novo, 100% stenosed and mildly calcified 2.9x18mm target lesion located in the mildly tortuous distal right coronary artery (rca). Treatment consisted of pre dilation with a 2.5x15mm unknown balloon inflated to maximum 16 atmospheres (atm's) and the placement of three overlapping express2 bare metal stents (3.0x24mm, 3.5x32mm, 2.75x16mm) deployed at maximum 12 atm's. The patient was discharged 9 days later on bayaspirin and clopidogrel. At 883 days post the index procedure, the patient returned for a scheduled 2 year follow up visit and was diagnosed with crescendo angina pectoris over the prior 12 months. The same day, a reintervention procedure consisted of pre dilation with an unspecified 3.0x10mm cutting balloon and the deployment of a 3.5x12mm taxus express2 stent placed directly proximal to the previously implanted stent in segment 2, resulting in good angiographic result. The patient was discharged two days later on plavix and aspirin. Per the physician, the event relation to the study device was listed as "definitely".